Manufacturer narrative:
This event was received from the sure avr clinical registry. The site reported the event as inappropriate sizing/positioning. Internal clinical review has determined this event may be attributed to the device. Not available for return.

Event description:
This event was reported to the manufacturer through the (B)(6) registry: a solo smart size 21 was implanted on (B)(6) 2016 via median-sternotomy. The valve was implanted supra-annular with non-everting suture technique. On (B)(6) 2017, the patient exhibited non structural dysfunction which was reported by the site as due to inappropriate sizing and positioning.

Manufacturer narrative:
The complete manufacturing and material records for the solo valve were pulled and reviewed by quality engineering at livanova . The results confirmed that this valve satisfied all material, visual, and performance standards required for a solo valve at the time of manufacture and release. Since the device was not explanted , the structural valve deterioration cannot be confirmed. Also since no autopsy was performed root cause of patient death was not identified.

Event description:
The manufacturer was notified that the patient passed away. It was also clarified that signs of early structural valve deterioration (svd) has been identified previous patient death. The cause of death remains unknown since no autopsy was performed.